Event description:
It was reported to philips that there was a system failure error appearing while switching on the equipment during testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The reported device type and serial number was originally incorrect. It has been corrected in this report.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2022-04694. Device investigation is completed; please see updated codes in this report.